Event description:
It was reported that the battery of the t:slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a known working outlet for at least 30 minutes, resulting in the pump beginning to charge. The battery charging issue did not lead to a pump shutdown or inability to turn on, and no further assistance was required.